Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the pump had no alarm. The patient was not medically affected, just missed part of the dose. Per the reporter, there was no patient harm. Continuous infusion rate 480ml/24 hours; total reservoir volume 0ml; given 480ml; lenth of infusion 24 hours.